Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump was received with button error alarm and had intermittent bolus express and act buttons response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The insulin pump had cracked lcd window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer reported possible moisture exposure to sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.